Manufacturer narrative:
Insulin pump error hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. Customer's blood glucose was 140 mg/dl. The customer reported that the self test passed. The insulin pump will be returned for analysis.